Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer also experienced nausea, vomiting and dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer requested a replacement insulin pump. Nothing further was reported.